Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history was unknown. The cardiac tamponade occurred when the patient was already leaving the ep lab at the end of the procedure. A pericardiocentesis was performed. The patient was stabilized and there were no other consequences. The patient did require extended hospitalization for monitoring. The patient fully recovered with no residual effects. There were no issues reported during the procedure with catheters or the carto 3 system. The physician did not indicate this was due to any biosense webster products. The physician's opinion regarding the cause of this adverse event is that it was only procedure related.